Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher and microcatheter were returned for analysis; the implant coil was not returned. Visual analysis revealed that the monofilament was broken and stretched at the distal section of the strain relief. The strain relief section was noted to be damaged. The pusher was noted to be within specifications. X-ray analysis of the microcatheter revealed that there was no implant inside. Sections of the microcatheter was noted to have kinks. Based on the investigation findings and available information, the reported complaint could be confirmed. The root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded the strength specifications of the monofilament. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00106.

Event description:
It was reported that an embolization coil detached in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported intervention or patient injury. The patient is reported to be doing fine.